Event description:
Caller reported a cartridge alarm that had previously occurred with the same pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was informed by technical support that they would receive a replacement pump with updated software, and they acknowledged the instructions for returning the problematic pump. Customer will continue to use current pump.